Event description:
It was reported that the patient stopped feeling the stimulation. It was also stated that the patients ipg had telemetry issues. The patient underwent a revision procedure wherein the ipg was replaced and was discarded. The patient was doing well postoperatively.